Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the probe occurred when an external force was applied by hitting the spot during transportation, storage, use, cleaning, etc. This event can be prevented by observing the items listed in the instruction manual: "do not hit or drop the distal end of the insertion tube when carrying the endoscope by hand. The ultrasonic transducer internal damage can result and/or the ultrasonic image will be abnormal." Therefore, it is assumed that this event was caused by the user's handling.

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the pink rubber ultrasound probe had a deep cut (hole). Incidental observations were that there was one broken element and scratches on the rubber coating of the distal end.

Event description:
As reported for this event, the device pink rubber of the ultrasound probe had a hole. There is no reported harm to any patient.